Event description:
It was reported the patient experienced weakness on her right side. The patient has bilateral dbs implants to treat essential tremor. The patient reportedly felt the left side was good, but noted her speech was also slurred. Additional info has been requested, but was not available on the date of this report. See MFR report #3004209178200900043.